Event description:
Related manufacturer reference number: 2017865-2023-95617. It was reported that episodes of high ventricular rate and automatic mode switch were detected on the right ventricular (rv) lead. Further review of the episodes noted noise. The patient presented to the clinic on 12 dec 2023, and isometrics were performed. No noise was reproduced. The patient was asymptomatic and will continue to be monitored.